Event description:
Reporter stated the customer was hospitalized on (B)(6) 2014 with hyperglycemia of 600 mg/dl. He was treated with intravenous insulin and discharged on (B)(6) 2014. The customer and physician believe the insulin delivery of the infusion device is too low. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).